Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient with this device reported hearing tones. Upon interrogation it was observed that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that the issue was discussed with the patient's family. The family had previously decided that due to patient's condition the patient would not go through any more surgeries. Tachy therapy was deactivated by family request and physician order; tones were not able to be deactivated. The device will not be replaced.